Manufacturer narrative:
Patient had devices implanted in (B)(6) 1993 (two devices per package, one for each fallopian tube). Devices were not returned to manufacturer for investigation. During the time devices were implanted, patient reported having "health issues." No other information given (test results, doctor diagnosis...) Richard wolf medical instruments corporation (rwmic) is unable to confirm complaint. There has been two similar complaints on this device in the last fifteen years, mdr1418479-2016-00009 & mdr1418479-2016-00012. Richard wolf medical instruments corporation (rwmic) considers this report closed. If any new information is received a follow up report will be submitted.

Event description:
Richard wolf medical instruments corporation (rwmic) received a phone call from a patient indicating she had a device implanted and now has "many health issues." Patient reported having a tubal ligation in (B)(6) 1993 when devices were implanted (package contains two clips, one for each fallopian tube).